Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and bolus was delivered. They reported that the backspace and home buttons were unresponsive. Troubleshooting was performed and they tried to insert a new battery but the buttons were not responding. The customer also reported that they experienced high blood glucose level and had treated with insulin pump. The button issue occurred earlier as well but was resolved by battery change and it recurred again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.